Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, lot/serial# (B)(4) was manufactured on 11/18/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the device overheated and melted and attached water column. It is currently unk if the alleged incident occurred during use or patient involvement. No report of a patient injury.